Event description:
I had saline implants (I don't know the maker because doctor threw my records out) back in 1999. One popped so I had the same doctor replace them. He offered a trial gel implant that wasn't FDA approved yet but in the process of and he would have them to me for free besides anesthesia fee. They were the allergan natrelle style 20 smooth gel round high. After implantation in 2006, my right side got a massive infection and the implant had to be taken out for a few months until I healed. It was a long painful recovery; multiple antibiotics because nothing was killing the infection and oxy for pain. I had a (B)(6) year old at the time. Then they put my right implant back in (B)(6) of 2007. My right breast was slightly deformed a couple years later and progressively got worse. I had another baby & life went on. I went to my surgeon in (B)(6) of 2019 to reassess my breasts because I am experiencing a tremendous amount of pain and felt lumps. He and his office informed me that they either lost or destroyed my complete file. I then called allergen who they said was the maker and asked for my serial numbers. Allergan could only find my right (serial #(B)(4)) and could not find my left. The right is the natrelle style 20-450cc smooth gel round high. Again, no record of what my left would be. Once my surgeon said in (B)(6) 2019 that I had "bilateral capsule contracture present greater on the right side with some inferior pole & mac deformity." He looked at my breast and felt them. I was not satisfied and went and had an ultrasound done on both breast a couple weeks ago. They found 3 lumps in my left breast and 2 in my right. On the radiologist scale (bi-rad 3), I am to wait 6 mos and then return to see if there's growth. If there's growth then a biopsy would have to be done for cancer testing. I know allergen has their textured implants being recalled and possible relation to cancer and since I don't known what's in my left, I'm wondering if I have one of those or the style of implant I have is also cancer causing. FDA safety reported # (B)(4).